Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that a nurse was preparing the product for injection and had just attached the smaller needle. When the nurse was aspirating, liquid came out from the twist of the needle. Sample evaluation damaged needle hub was detected.

Manufacturer narrative:
Submit date: 9/26/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Based on similar complaints for this product from this customer where samples were received, a possible cause may be due to overtightening of the needle assembly hub onto the syringe by the end-user, as manufacturing defects could not be confirmed. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples taken for periodic inspections throughout the lot's production run are checked for luer leakage and damage. The lot met all defined acceptance requirements and was released. Without a sample to analyze, the root cause for the reported condition cannot be specifically identified; therefore, no corrective actions will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.